Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for internal hemorrhoids with prolapse in the anus during an internal haemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the steel wire of the operating handle was twisted, and the device could not be released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the bands unable to deploy. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical center. Block h6: imdrf device code a050501 captures the reportable investigation result of bands unable to deploy. Block h11: investigation result. The returned speedband superview super 7 was analyzed, it was observed that the returned device had 7 bands on it. The ligator housing teeth was bent. Additionally, the handle had marks that the trip wire was secured, and it was found kinked. No other problems with the device were noted. The reported event of trip wire kinked was confirmed. This may be associated with procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Also, it was found that the ligator housing returned with seven bands attached to it and one of its teeth was found bent. This problem could be related with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Possibly the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly. The marks on the ligator's teeth suggest that too much force may have been used, or the device was inserted in a way that damaged the teeth. This damage likely affected how the handle worked when releasing the bands. Based on all gathered information, the probable cause selected is adverse event related to procedure.